Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic the patient was hospitalized for 3 weeks, commencing (B)(6) 2008, due to a post operative episode of meningitis. The following information was received regarding the event. Etiology of deafness: mondini malformation. Cerebrospinal fluid leak was reported to have occurred intraoperatively and postoperatively, and a lumbar drain was placed. It is unknown if the patient received pre-implantation immunization. A blood culture revealed acinetobacter baumannii and streptococcus oralis. The patient did receive perioperative antibiotics. The patient was successfully treated with intravenous antibiotics and the device remains in situ.